Manufacturer narrative:
(B)(4) follow up for device evaluation: it was reported the needle punctured the outer cap. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed, and the needle tip is through the plastic shield. No other defects or imperfections were observed. It could be possible the customer is not using the product as intended. The needle should not be recapped. A device history record review was completed for provided material number 303005, lot 3181344. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Material #:303005, batch#:3181344. It was reported by the customer that they have needle punctured the outer cap. Verbatim: rcc received a complaint via email. Email(s) attached. Complaint number: (B)(4). Event date: 03-07-24. Product malfunction/failure mode: assembly error. Product description summary: needle punctured the outer cap. Mfg. Sku number: (B)(4). Component name: ndl,hypodermic,18gx1-1/2in,regbevel,pink,ns. Investigated component lot number: 3181344.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #:303005 and batch#:3181344. It was reported by the customer that they have needle punctured the outer cap. Verbatim: rcc received a complaint via email. Complaint number: (B)(4). Event date: 03-07-24. Product malfunction/failure mode: assembly error. Product description summary: needle punctured the outer cap. Mfg. Sku number: 303005. Component name: ndl,hypodermic,18gx1-1/2in,regbevel,pink,ns. Investigated component lot number: 3181344.